Event description:
It was reported that the patient with this artificial urinary sphincter experienced atrophy and recurring urinary incontinence. The original cuff was too long for the patient. All components were removed and replaced. A smaller cuff was implanted. No further patient complications were reported.